Event description:
Overinfusion of medication to pt due to faulty deltec inc tubing set cc4203 lot# apr02t18 or cc4203 lot# jan02t27. Fault in tubing set prevents the 3m infusion pump model 3000 from closing a pinch valve completely. When this happens gravity causes free-flow of solution to the pt. In this case the rate of infusion was set for 20ml/hr but the 100ml bag of solution was completely drained in 30 mins. This is the third case since 1/02 in which the deltec tubing set was proven to be the cause of the pt overdose. Deltec has been contacted each time and they have agreed in written form that the incident of 1/02 was caused by the defective tubing set. The second incident happened 7/02. Again deltec was notified and a form 3500 was filled out and mailed to medwatch. Deltec requested the faulty tubing set and it was sent to them on 8/02. Rptr has not had a response from deltec since then.